Event description:
It was reported, the pt lost effective stimulation coverage. X-rays revealed te lead migrated out of the epidural space. The physician repositioned the lead on (B)(6) 2013. The pt was reprogrammed with effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.